Event description:
Pt with history of hypoxic brain injury receiving baclofen therapy developed pump wound infection 6 months post-implant. Pump was removed and pt treated for infection prior to re-implant of another device.